Event description:
On (B)(6) 2012 the reporter, the patient's mother, contacted animas to report the pump would not power on, and there was moisture under the display lens. There was no patient injury associated with this issue. The patient wore the pump in the swimming pool. There was no damage seen to the battery cap or battery compartment, and the patient was able to securely tighten the battery cap. The issue was not resolved.

Manufacturer narrative:
Additional information: a damaged bolus button will allow contamination to permeate the button contacts negatively impacting the button function. The damaged bolus button is obvious and detectable and should alert the user to discontinue use of the pump.

Manufacturer narrative:
(B)(4): evaluation revealed that the pump had visible moisture in the display lens. The pump does not power on. There was moisture found within the pump. Evaluation revealed that the audio bolus button was torn and there was a bolus button leak was found.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.